Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. The patient reported that at first, their ins charged really fast and would stay charged all day. It was reported that the ins was now ¿in the red¿ after 6 hours and not providing the good pain relief. The patient stated that it is so painful that they can hardly stand it. The patient reported that the doctor did an MRI a couple of months ago and it showed that everything was okay. The patient reported that they have tried groups b and c and doesn¿t like them because they don¿t give them enough coverage. The patient noted that they get the most coverage on group a. The patient connected to the ins at the time of the call and it was noted that the stimulation was turned off. The patient turned it on to group a at 12.7 ma and was feeling stimulation in their ribs. The patient was supposed to feel stimulation in their back, hips, buttocks, and legs. No further complications are anticipated.